Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed damage to the teeth. Although the slack was taken up, there was no evidence that the trip wire had been properly secured to the post. No other problems with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the wire was not secured to the handle; however, the IFU states, "secure trip wire in slot on handle unit." The reported event of bands unable to deploy was confirmed, however the reported event of bands premature deployment was not confirmed. The markings on the ligator housing suggest that excessive force may have been applied during use, potentially causing the damage. Alternatively, the issue could be related to the technique used by the physician when inserting the device into the patient, which may have contributed to the damage and affected the handle's functionality during band deployment. Additionally, it was determined that the device's instructions for use were not followed, as the trip wire was not secured to the handle. This oversight can significantly impact the deployment of the bands once the ligator housing is installed in the endoscope, potentially causing the trip wire to malfunction during activation with the handle. The reported event of premature band deployment was unable to be confirmed. During analysis, damage to the teeth was identified, and it was noted that the device's instructions for use had not been followed. These factors may have contributed to the reported malfunction. However, since this type of failure would only be observable during the procedure and no photos or supporting evidence were provided to confirm premature deployment, the issue is classified as cause not established. Based on all available information, the most probable root cause assigned is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure. The exact procedure date was unknown. During the procedure, the first three bands on the device did not deploy and when one finally did, it deployed two bands at the same time. The procedure was completed with the original speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure. The exact procedure date was unknown. During the procedure, the first three bands on the device did not deploy and when one finally did, it deployed two bands at the same time. The procedure was completed with the original speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.